Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 7495-66, serial# (B)(4), implanted: (B)(6) 1995, product type: extension; product ID 3888-28, lot# l51998, implanted: (B)(6) 1998, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a loss of stimulation and loss of therapeutic effect. It was noted that the doctor ordered x-rays to determine if there was any obvious system fractures. It was noted that actions planned but not yet taken included that the doctor would discuss with the patient once results of x-rays are obtained whether replacement of the system or explant is the best option. It was noted that impedance testing and reprogramming were done. It was noted that the manufacturing representative was notified of patient¿s appointment and asked to evaluate the system. It was noted that impedances were between 1000 and 3000. It was noted that original program was started and no stimulation was felt even at 10v. It was noted that different programming combinations were attempted but none provided any kind of stimulation. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that there were no patient symptoms or complications associated with this event. Additional information was requested but was not available as of the date of report.